Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead tip was bent upon implant attempt. Updated b5 event description and h6 device code. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR no report.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to bent lead tip upon implant attempt. Also, this lead will be shipped back. There were no adverse patient effects.